Manufacturer narrative:
Age at time of event: 18 year or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a 4 x 4 coyote¿ es balloon catheter. No patient complications were reported.